Manufacturer narrative:
Spinefrontier investigation into this matter determined that the product failure was not related to manufacturing, materials, assembly, inspection, conformance, compliance, risk mitigation or surgical procedural specifications. Misuse scenarios, overtightening of the inserter to the interbody, over impaction into the vertebrae and cross-threading, most likely caused the crack to occur. These failures are the results of user error and could have been mitigated through more careful attachment and gentle impaction. Heeding the warnings in the surgical procedure will prevent re-occurrence. A review of the a-cift fmea, accounted for inserter damaging the implant due to the cage material (peek) not being strong enough and/or improper assembly of the implant on to the inserter and the risk of the implant being damaged during insertion due to excessive impaction. Spinefrontier is considering the investigation into this matter closed, without the need for any further action.

Event description:
Spinefrontier sales representative reported that the 6mm a-cift solofuse interbody was observed to be cracked when attempting to place the screws, a mallet was used to position the implant. There was no impact to patient as a result of this occurrence.